Manufacturer narrative:
Correction: h8. Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. A review of the event history log revealed the ac adapter was not connected to the pump (was off); the device was not being charged while in use. Functional testing was performed and the reported condition could not be duplicated; the unit powered up with no issues using an in-lab functional ac adapter. The ac adapter was connected to the power wiring harness port with no issues. The battery was checked and functional. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump went blank and all of the data was lost during training. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.